Event description:
The event occurred in the USA prior to use. It was reported that a foreign object, a cloudy white particle, was seen in the priming bag of the hls set. The affected hls set was primed on (B)(6) 2026. The priming bag was stored on sprinter cart IV pole. The priming solution is stored in cabinet in ICU. The circuit was primed with plasma-lyte a injection ph 7.4 with two 1-liter bags. A portion of the plasmalyte was still in the second bag attached to the circuit. On (B)(6) 2026 the cloudy object was noticed within the priming bag. It was confirmed, that there were not any environmental conditions present at the time which could have influenced the event. The affected product was not used on a patient. No harm to any person has been reported. If a foreign object is not detected prior to use, it may enter the blood circulation during clinical use, which could be a risk to the patient, therefore a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.